Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 25x1 rb was the incorrect size. This occurred on 6 occasions. The following information was provided by the initial reporter: material no: 305916 , batch no: reew4736. It was reported that the needle length is 2'' long instead of 1'' long. Event description per email states: pharmacist has 6 boxes (50 each) of bd safety glide needles 25g x 1". Box and inner package is labeled as such. Upon opening, the actual needle size is "about 2" long" according to the pharmacist (vs. The correct 1" needle length). All 6 boxes were checked and all are longer than the 1".

Event description:
It was reported that needle sftygld 25x1 rb was the incorrect size. This occurred on 6 occasions. The following information was provided by the initial reporter: material no: 305916 batch no: reew4736. It was reported that the needle length is 2'' long instead of 1'' long. Event description per email states: pharmacist has 6 boxes (50 each) of bd safety glide needles 25g x 1". Box and inner package is labeled as such. Upon opening, the actual needle size is "about 2" long" according to the pharmacist (vs. The correct 1" needle length). All 6 boxes were checked and all are longer than the 1".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.